Manufacturer narrative:
The reported event of separation failure and docking issue could not be confirmed. Visual analysis found that helix length was out of specification; elongated helix is consistent with having occurred during procedure. The diameter of the docking button was measured to be within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to the reported events. Longevity assessment found battery voltage above the elective replacement indicator (eri) voltage with appropriate remaining longevity.

Event description:
It was reported that patient presented for leadless pacemaker (lp) implant procedure. During the procedure, after successful implantation of the right ventricle leadless pacemaker (rvlp), the physician attempted to implant and release the right atrium leadless pacemaker (ralp). However, the atrial device could not be detached from the delivery catheter. Multiple attempts were made to release the device, but none were successful. The physician then attempted to re-dock the device, but the docking cap of the delivery catheter could not reach the docking button on the device body. The device was ultimately unscrewed and retrieved during the same procedure. Patient condition was stable.